Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, medication orders were not crossing over to the patient. The customer stated that when attempted to pull medications from the pyxis, the orders were not flowing to the patients mar in meditech. The customer contacted their it team, who reported that they did not identify any issues on their end. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders did not cross over to the patient. The field service engineer (fse) found that the station was in disconnected mode. An attempt to ping the gateway was unsuccessful. The fse changed the network adapter to dhcp, after which the station resumed communication. The fse connected the hospital information technology and updated the internet protocol (ip) address. Following these changes, the station successfully communicated and booted up to the application. The station was no longer in disconnected mode, and the customer confirmed normal operation. The system functioned as intended after the field service engineer repaired the device.